Event description:
It was reported to boston scientific corporation that autocap rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. The procedure was completed with this device. There were no patient complications reported. During the scope cleaning, a small rubber filter of the autocap rx was found inside the scope.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0413 captures the reportable event of material separation.